Event description:
It was reported that the insulin pump¿s cartridge fractured inside the pump during handling, resulting in difficulty removing the cartridge and interruption of therapy until the user could address the issue. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting. Investigation of this case revealed that the user successfully removed the damaged cartridge and reconnected the pump, restoring normal use. It was concluded that the event was resolved through user troubleshooting with no device replacement needed and no patient harm.